Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check, it was observed that patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow up report completed for evaluation for reportability concludes that this event is reportable. Per the device investigation results, the product is not manufactured by implant direct. This complaint will be forwarded to the FDA.